Manufacturer narrative:
During the processing of this complaint all attempts were made to obtain complete event, patient and device information. Vasorum ltd is submitting this report on the behalf of dj medical consulting & distribution llc, in accordance with the conditions outlined with the MDR exemption e2017048. Vasorum ltd. (B)(4). Dj medical consulting and distribution llc. (B)(4).

Event description:
Device was deployed on (B)(6) 2018. Patient had no known symptoms post discharge. On (B)(6) 2018, the patient was brought in for an angiogram and the implant was discovered in the right sfa. The doctor attempted to snare the device via antegrade access. During this process the device was lost in the origin of the profunda on the contralateral leg. The doctor then performed contralateral access on the right leg, snared the device and dropped it intentionally in a branch of the internal iliac because this is a location where blood can easily perfuse around the implant and cause no clinical sequellae.

Manufacturer narrative:
During the processing of this complaint all attempts were made to obtain complete event, patient and device information.

Event description:
Device was deployed on (B)(6) 2018. Patient had no known symptoms post discharge.on (B)(6) 2018 the patient was brought in for an angiogram and the implant was discovered in the right sfa. The doctor attempted to snare the device via antegrade access. During this process the device was lost in the origin of the profunda on the contralateral leg. The doctor then performed contralateral access on the right leg, snared the device and dropped it intentionally in a branch of the internal iliac because this is a location where blood can easily perfuse around the implant and cause no clinical sequellae.